Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The 3.00x48mm xience xpedition stent delivery system failed to cross the lesion and the proximal shaft was separated into 2 pieces outside the patient. The complete device was simply removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another xience xpedition was successfully implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported material separation (shaft) was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Na.